Event description:
It was reported that the external pulse generator had a broken socket. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the atrial output connector was broken. Analysis also found that the upper case, side bail covers and ring cover were broken, the lower case, battery release, battery drawer and keyboard were contaminated, the battery contacts were compressed and the ring was bent.